Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was initially implanted with an unknown temporomandibular joint implanted approximately five (5) years ago. Subsequently, on an unknown date, the patient's tooth was knocked out during an otolaryngology encounter, leading to the need for a removal of the tooth to implant a dental implant. Patient alleges also experiences continue pain, jaw locking, weight loss and organ issues involving kidney and colon. The patient was receiving injections, but has not received any further. No further intervention has been reported to date. Attempts have been made and no further information has been provided.